Manufacturer narrative:
The programmer was returned. Analysis found that the antenna jack was defective. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37742, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for multiple back operations. It was reported that the patient programmer that the patient was using was about (B)(6). The patient programmer first failed to power up in (B)(6) 2016. The patient thought that the circumstance that led to the patient programmer not powering up was that it was just old age. The patient also reported that he was concerned about his implantable neurostimulator as it was implanted in (B)(6) 2007. The patient could not turn on his implantable neurostimulator for relief of peripheral neuropathy because the patient programmer did not power up. The patient changed the batteries with four sets of (B)(6) batteries; however, this did not resolve the issue of the patient programmer not powering up. The patient reported that there was no alternative to making contact with the implantable neurostimulator to turn it off/on, adjust voltage, etc. This issue had been going on since (B)(6) 2016 with no action since it was reported. (Manufacturer's records indicate that there were issues with recharging and the patient programmer reported on (B)(6) 2016. The patient was sent a new patient programmer on (B)(6) 2016.) Additional information received on 2016-05-24 reported that the patient programmer was not working and the patient was sent a new patient programmer. The patient was still getting stimulation and still charges.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.